Event description:
Customer claims there's zipper damage to the right side panel that teeth are broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) zipper damage, broken teeth eval: results: eval for the returned product shows that the panel side b: window zipper slider body is open; the drainage port has 2 inches of broken stitches at start and end of zipper. (B)(4).